Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The customer stated that the insulin pump was going haywire over the last month and that when he changed his infusion set, the blood glucose reading rose over 400 mg/dl. The customer treated with a manual injection. The blood glucose reading at the time of the call was 88 mg/dl. The customer discontinued use of the insulin pump. On another occasion, he called to report a high blood glucose reading of 226 mg/dl, which the customer also treated with manual injection. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.